Event description:
Technician alleged that the right intermediate sidrail would not latch into place, no injuries reported.

Manufacturer narrative:
Technician cleaned the latch and replaced the pin because it was worn to repair this bed.